Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (b)(46; product type catheter. (B)(4).

Event description:
It was reported that patient never had therapeutic effect. Patient was still in pain following pump implant last week. Last monday ((B)(6) 2013), she had medication increased but had no relief from the adjustment. Her infusion drug dose was started at 0.669 mg/day and had been adjusted twice; drug in the pump was morphine. Her pain was worse than before the pump was implanted and after the pump implant she went through withdrawal of her oral meds. Per reporter healthcare provider (hcp) questioned whether something was wrong with the catheter however, indicated that he cannot do diagnostics with catheter as it was just implanted, ¿it was too soon¿. Patient had a headache for 6 days post implant and that is why they were questioning the catheter. Patient had called hcp every day to report her pain. Patient felt that it was not right to leave someone at a high level of pain; patient couldn¿t get out of bed. During the pump trial patient had stopped per oral meds for 12 hrs and then received an epidural; she had a two hour trial that was stated to be successful. Two days later from the date of this report, patient continued to have pain ¿hadn¿t received any real pain relief".

Event description:
The patient again stated that she never had therapeutic effect. The pump had only helped her for 4 days; during that time the pump was only delivering morphine in flex mode. The morphine/fentanyl mixture never helped her. The patient was supposed to have a dye test, but it never happened. The patient was in a lot of pain. The patient had called her current clinic and sent emails to the clinic regarding the increased pain and was then told that she was going to be released from their practice because of a "non-therapeutic relationship". At the time of this report, a nurse was going to the patient¿s home once a week to take the medication out of the pump/decreasing the pump; this was putting the patient in withdrawal. The patient wanted to try and get her previous doctor to take her back. At the time of this report, the device system was delivering dilaudid.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had an appointment on (B)(6) 2014 with the new physician. It was also reported the patient never had therapeutic effect following a new pump and catheter implant. The location of the patient's symptoms included over the entire system in lower back, buttocks down to the legs, and right hip up to waist and down thigh. It was noted the patient had spasms that she never had before around the area where the catheter was in the thoracic upper lumbar. It was further reported the patient did not get good relief from muscle relaxers and "nothing was helping." It was reported when the patient sat down her pain tended to decrease within ten minutes, but walking was still painful. It was noted the patient had more pain now than before the pump as well as problems in the right hip that she did not have before the pump was placed. The patient was getting injections in the hip now. It was also reported the patient thought it was from the trials in the beginning "where he would do the medication and do an epidural in the morning and maybe should have stopped the medication during the day." The patient did not believe the trial told the healthcare provider (hcp) anything and it was reported the patient was on long acting medications and "gave epidural so it would help" because she had relief from medicine. It was noted the patient did two trials; one with morphine and one with fentanyl. It was reported when started on morphine "it was so low it felt like she was on withdrawal that lasted three weeks, but they increased a lot more than other doctors." It was also reported the patient gets a bolus as well. The patient had relief twice since she received the pump and had a dye study six weeks after, "but they didn't find anything wrong with the catheter than." The surgeon had suggested they do a repeat dye study and it was scheduled, but was cancelled. The patient felt like she should be getting relief and one episode lasted two hours, "which was wonderful, but it was around the month after initial pump, had an increase that one time and she didn't hurt. Pain was a 1/10 and not sure why it stopped." The patient was started on morphine and the concentration was changed around (B)(6) 2013. It was reported the patient "violated the contract because she was using all the meds." The patient currently has a new hcp. The pump was being used to deliver morphine and fentanyl.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was stated that the patient was concerned about "the way the pump was working". For the most part she was not experiencing any relief from pain in her lower back, buttocks and legs and that it had been this way since she got her pump as reported previously as well. Patient had 2 hours of relief on monday (B)(6) 2013 which was the same day she had a dye test. Hcp increased the pump by 34% and found no issues from the dye study. On (B)(6) 2013 hcp increased it by 16% and patient had 24 hours of relief. On (B)(6) 2013, it was again increased by 15% and patient was to visit the hcp next on (B)(6) 2013 and was informed that her visits will go down to just 1 time a week. Patient did not understand why they were to cut her visits down. Patient also had symptoms of underdose most of the time and hadn't slept for more than 3-4 hours in the last 8 nights. Patient had rapid heartbeats and anxiety and questioned if sporatic relief was normal. Currently patient had morphine 10mg/ml and 2.9 almost three."